Event description:
An aneurx stent graft system was successfully implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology is unknown. It was reported a few days post stent graft implant the patient returned due to the hospital, due to intestinal ischemia and subsequently the patient expired the follow day. Prior to the stent graft implant to patient's creatine level was 4.0; the patient was hydrated prior to endovascular case. The patient had renal artery occlusion prior to stent graft implant. The physician does not believe that the patient's death is device related.